Event description:
Fire department personnel were treating a pt and attempted to deliver a defbrillation countershock to the pt. Allegedly, the device would not fully charge the storage capacitor. A backup device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.